Event description:
The day after placement, pt says when trying to flush, saline went everywhere. The pt called rn & rn went back to pt's home & found the hub still taped down, but the catheter completely gone. The pt was sent to the cardiac cath lab where they found the catheter coiled in the right atrium.

Manufacturer narrative:
Complaint of catheter embolization is inconclusive. Complete complaint sample has not been returned for eval. Opportunity for laboratory examination, including disassembly, of two piece connector involved with complaint incident has been denied by user. On-site, non-destructive testing indicates complaint connector did not have compression ring. To confirm this finding, examination inclusive of connector disassembly is necessary. Today's eval demonstrated, however, that disconnect could not be achieved even with compression ring purposely removed. Complaint source acknowledges that due to state licensing restrictions on nursing staff, using suture wings is not included in their protocol and only connector is secured with tape (not catheter tubing). Product instructions for use instructs user to "secure suture wing in place by using suture or adhesive wound closures." This step occurs before removal of flushing stylet to prevent catheter embolization at placement. Using suture wing will prevent embolizaion of tubing even if connector is forcefully disconnected from catheter. Implicated product is 4.0 fr. Single lumen catheter with full procedural tray. Products received for eval are three individual 4.0 fr. Catheters and four individual 4.0 fr. Two piece connectors. One of catheters is received with dried blood filling lumen and measures 18.8 inches long. 4-dot depth marker is most proximal landmark and is located 2.5 inches distal to tubing's proximal end. Remaining two catheters appear unused and have flushing stylets in place. Each these two catheters, including flushing stylet, is 25.9 inches long. 5-dot depth markers are most proximal landmarks and are located 3.7 inches distal to proximal end of tubing. Two piece connectors are individually packaged in original peel-packs. No gross abnormality or defect is sited on the connectors. Compression ring can be visualized in distal piece of each connector. Contaminated two piece connector was not received for eval. Lot history review reveals no related mfg issues and one similar complaint for this lot. Additional complaint is inconclusive as no sample was received for eval. Documents in complaint file describe incident as catheter/connector disconnect with subsequent embolization of tubing. Suture wing was not employed. Complaint source indicates pt has "pulled several of these catheters in past" and due to pt's activity level catheter had been secured with two chevrons and one opsite at the connector only, not catheter (it is unknown if phrase "activity level" refers to athletic activity, emotional incapacity or other complications associated with maintaining central venous catheter in place). Patency testing of blood filled catheter is tested using 12cc syringe fitted with proximal piece of non-complaint sample 4.0 fr. Connector. Attempt to flush and aspirate water through this assembly is unsuccessful. Tactual examination is remarkable for densities caused by dried blood.